Manufacturer narrative:
As reported, patient was diagnosed with subcutaneous seroma post implant of the phasix mesh which has resolved with treatment. The clinician has assessed the patient¿s postoperative course of subcutaneous seroma as possibly related to the study device and possibly related to the procedure. Post surgical subcutaneous seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records was performed and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Event reported per the clinical trial dvl-he-018, which is a ¿prophylactic reinforcement of ventral abdominal incisions trial (prevent): prospective, multi-center, open-label, randomized, controlled trial of phasix¿ mesh to prevent incisional hernia subsequent to open midline laparotomy.¿ the subject patient underwent a primary laparotomy with open colectomy in an umbilical location on (B)(6) 2024, during which a phasix mesh was trimmed, placed in onlay fashion, and secured in place with absorbable monofilament 2-0 pds sutures. A 3 cm overlap in all directions was achieved. The midline fascia was completely closed with ethicon slow absorbable monofilament 2-0 pds sutures. Skin closure was achieved by staples. The patient was discharged from hospital on (B)(6) 2024. On (B)(6) 2024, patient was admitted for the appearance of latero-umbilical bulge, centimetric, tending towards scar separation with abundant discharge of dirty fluid through a millimetric paraumbilical separation. Clinical examination found the abdomen to be normal with no guarding; the patient had normal eating and bowel movements. The laboratory assessment carried out did not find biological inflammatory syndrome. Patient underwent open repair of a subcutaneous collection, gauze plugging and indication for evacuation. Approximately 500 ml of dirty fluid was evacuated through the periumbilical orifice. The patient was discharged on (B)(6) 2024. The reported adverse event (subcutaneous seroma) has been assessed per clinician as possibly related to the study device and possibly related to the procedure. The ae has been assessed as moderate in severity and this has been recovered/resolved. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of a uade (unanticipated adverse device event).